Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Initial report indicated pt was burned on breast during breast surgery. It appears that a retractor had heated up and may have caused this burn. Clinical care provided for the burn - no further info about pt is available. On (B)(6) 2012 dealer e-mail report relays info from nursing unit mgr at the (B)(6). Left breast augmentation, no info for degree or size of burn, treatment comfell dressing. Breast retractor is a snowden-pencer tebbetts fiber optic code - 88-1088.